Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they lost their ac power and their implant was super low and it was starting to flip out. The issue began about 3 or 4 days ago. Patient confirmed they were feeling stimulation but usually when the implant got low it lowered the stimulation so they were always getting stimulation until the implant was really 'dead'. Agent sent request to repair to replace the ac power.